Manufacturer narrative:
The ultima fx broach trial, cat# 85-6402, lot# a1296, was dimensionally evaluated and found to have met all specification requirements. At this time, jjpi considers this file closed.

Event description:
Femoral canal prepared with size 2 broach trial. A size 2 femoral stem was inserted and the femur fractured distal to the stem. The stem was implanted.